Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was returned to vyaire medical. However, the exact root cause is not established as the issue is no longer reproducible. Most likely internal pollution with electronically conductible dust - (non return analysis). Vyaire shipped a new power board under warranty for replacement to resolve the issue.

Event description:
It was reported to vyaire medical that the bellavista 1000 auto restarts prior patient use. Customer detailed report stated that the unit with ac mains 220v supplied and oxygen connected to pump line, the machine automatically switch on and boot up in the standby mode. During operation, the ventilator restarts intermittently, which causes hindrance for the patient to be put on to the ventilator. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Customer reported that to troubleshoot the issue, they had to removed the power board, cleaned the connectors and fixed the device twice, but the problem still persisted. Swapped a working new power board on to the unit and the problem resolved. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.